Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the site was having difficulty verifying the straight suction. After the case surgeon asked the manufacturer representative to try and verify the straight suction. During the case, the d2d value was around 2.1 - 2.5 when he attempted verification. After the case, the representative got a d2d value of 1.6mm, but this was when the patient was out of the room. Nothing had changed in the room as far as the environment is concerned and the placement of the emitter did not change. It was confirmed there was no metal in the patient in the field or implants in the patient. There was no impact to patient outcome and no reported delay to the procedure.

Manufacturer narrative:
It was confirmed that the issue was caused by the environment. It was a combination of the surgical stand, the monitors, the emitter placement, and other minor equipment. Adjusting just one did not solve the issue but adjusting them collectively resolved the issue. The field generator was returned for analysis. Functional testing found that the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.